Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: contour profile gel-filled mammary catalog #354-1208g sn (B)(4) lot #264425. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor contour profile gel-filled breast prostheses. MRI diagnosed that the left breast prosthesis had ruptured. As a result, the patient underwent bilateral removal and replacement with mentor memoryshape breast implant 280cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the gel contained in the device appears cloudy. Brown material was observed within the device. Gel was observed on the shell surface. Product evaluation discovered an are of missing material measuring approximately 2.5 cm x 1.5 cm on the posterior aspect. Also was noticed a rent measuring approximately 1.2 cm within delamination from the shell on the posterior aspect as well. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. There is no evidence that the issue is related with manufacturing. At this point is not possible to determine the etiology of the brown material found on the device. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).